Event description:
It was reported that the bd vacutainer® serum blood collection tubes lid did not stick tightly again, after being used. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: ¿it was reported that the lid of the 4ml serum tube did not stick tightly again, after being used openly pre-filled.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tubes lid did not stick tightly again, after being used. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: ¿it was reported that the lid of the 4ml serum tube did not stick tightly again, after being used openly pre-filled.¿.

Manufacturer narrative:
Investigation summary. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 1 customer photo was received for review and analysis. The photo does not confirm the reported failure mode of stopper creepout/ decapping as it shows a tube with the hemogard and stopper assembly still intact with the tube. Therefore, this complaint cannot be confirmed based on customer photo analysis. 29 retain samples were sent to franklin lakes for appropriate testing for 2nd stopper creepout/ decapping. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout/ decapping. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd was unable to confirm the customers reported failure mode of a stopper creepout/ decapping based on the retain sample testing. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor.